Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had defective air detector. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for investigation in used condition. Visual and functional testing confirmed the customer complaint and found that the air detector had a hole. The air detector was replaced along with other preventative maintenance measures. After that, the unit passed all functionality tests and was reset to standard configuration.